Manufacturer narrative:
Section d1 brand name: corrected. Section d3 manufacturer information: additional information . Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section g1 contact office: additional information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had left-sided hemiplegia, neglect and gaze deviation and was taken to the local emergency department. A computed tomography (CT) scan was performed, and it was determined that the patient had an ischemic stroke. They were admitted and a thrombectomy was performed. Small residual deficits were noted. The thrombectomy resolved the reported issue and it was noted that there were no changes to patient condition or anticoagulation that may have contributed to the issue.